Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5057938) in united states on (B)(6) 2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number b97494. Concomitant drugs included patanol, fluconase and vitamin d. Her doctor told her about essure coils that were plastic and how effective they were. Consumer reported that after essure insertion she immediately had pain in her pelvic area. It was painful to stand or sit and it never went away. She went back to her doctor and was told it was normal. Weeks and months went by and still no improvement was observed. She went to other doctors, and underwent to magnetic resonance image and other multiple tests and could not find anything. She finally found a new gynecologist and had a hysterectomy to remove her tubes with the coils on (B)(6) 2015. She is now healing well from the surgery and things are better since the removal of the coils. The reporter mentioned the following event outcome required intervention and hospitalization, however she did not provide further details for hospitalization. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her pelvic area immediately after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and the device was removed, approximately 7 months after its placement. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the temporal relationship between event and essure placement was positive and no alternative explanation was reported (according to the consumer she was submitted to multiple tests and exams and they could not find anything). Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Quality safety evaluation received on 26-apr-2016 (B)(4): production date: 27-nov-2013. Expiration date: 30-nov-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her pelvic area immediately after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and the device was removed, approximately 7 months after its placement. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the temporal relationship between event and essure placement was positive and no alternative explanation was reported (according to the consumer she was submitted to multiple tests and exams and they could not find anything). Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information can be obtained since the consumer refused to provide additional information.